Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection. Customer declined to troubleshoot the issue with tandem technical support; therefore, no additional information was obtained.